Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had scratched display window and missing end cap sticker.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 322 mg/dl. The customer stated that the insulin would shoot out when priming. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.